Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker exchange procedure. The right ventricular (rv) lead was explanted and the patient had no complications.

Manufacturer narrative:
The reported event of ¿lead-related malfunction¿ was confirmed. As received, a complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.